Event description:
Reporter alleged discrepant blood glucose results of 27 mg/dl back to back with a result of 157 mg/dl, 10 minutes apart on the compact plus system. Customer stated not having high or low glucose symptoms at the time, however, did not provide the location of the testing. As a result of the comparison, no actions were taken or treatment was received reportedly. A request was made for the return of the suspect device and replacement product was sent.